Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092036.

Event description:
Related manufacturer reference number: 3006705815-2023-01930. It was reported the patient's ipg was nearing its end of service and the patient was experiencing ineffective stimulation due to auto reducing. Surgical intervention took place wherein the ipg and leads were explanted and replaced with one lead. Therapy was restored.